Manufacturer narrative:
The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "effusion"; capsular contracture baker grade IV photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side capsular contracture baker grade ii and "effusion is more pronounced than on the left side". Healthcare professional later reported left side capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported left side capsular contracture baker grade IV. Device has been explanted

Event description:
Patient reported left side capsular contracture baker grade ii and "effusion is more pronounced than on the left side". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "effusion".